Manufacturer narrative:
The dispatched fse could confirm the reported issue and narrow it down to a controller board which failed to deliver the specified driving voltage for the vacuum pump. After replacement of the respective pcb the workstation was tested and found fully compliant to specifications. The pcb was not returned to the manufacturer for deeper analysis but the log file evaluation revealed multiple entries for the date of event that are in context with the other aforementioned findings. The vacuum which is needed to keep the ventilator membrane in place dropped several times below the minimum value for safe operation. Consequently, the workstation shut down the automatic ventilation and alarmed for "ventilator fail" which is the specified behavior for such deviation. The user swapped out the machine and, no patient consequences have been reported. The field failure rate for the particular pcb is stable on low level.

Event description:
Please see initial MFR. Report no. 9611500-2016-00129.

Manufacturer narrative:
The investigation was started but ist not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine displayed an error code. The machine was swapped out and there was no patient injury reported.